Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 335 mg/dl while wearing the pod. Symptoms reported include hyperglycemia, nausea and dizziness. The patient reports their blood glucose level had gone low. The patient had eaten beans and consumed soda and went to bed. The patient reports they had woken up to their blood glucose level at 335 mg/dl. Once at the hospital the patient was treated with insulin and pills withmagnesium and potassium. The patient remains in the hospital at the time of this call.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: omnipod software app version: smartphone operating system: smartphone hardware: cgm sensor type: